Manufacturer narrative:
Other components include: product ID: 8840, serial#: unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the physician's programmer would not allow the hcp to change the patient's dosage. The hcp initially reported that the pump was acting "weird", but then clarified that the programmer would not allow them to increase the rate. The hcp could not enter the dose they wanted into the programmer. The patient had left since the appointment. It was reviewed with the hcp that if the update pump button was not used, then no changes would been made to the pump. No patient symptoms were reported. No future interventions were reported, the hcp was informed that they should report any further issues where they cannot enter the value they want into the programmer. No further complications were reported.